Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The high performance display unit was the likely cause of failure which is no longer manufactured. System replacement has been recommended. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.